Manufacturer narrative:
(B)(4). Method: one complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4)and was visually inspected. Results: visual inspection revealed a horizontal crack around the base of the chamber dome, between the hinge bracket and the baffle. Residue and marks were observed at different locations on the outer surface of the chamber dome. The chamber dome appeared to have been wiped with a cloth. A lot check revealed no other complaints for lot 160314. Conclusion: the nature of the cracking and the residue and marks indicate that the chamber came into contact with a solution containing ethanol/alcohol, which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported that an mr290v humidification chamber dome had cracked and was leaking water after one day of use. They further reported that this was the third such incident. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an mr290v humidification chamber dome had cracked and was leaking water after one day of use. They further reported that this was the third such incident. No patient consequence was reported.